Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The stirrer motor was replaced to solve the problem. The distribution board was replaced as precaution. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during service.there was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: a stirrer motor picture was provided. Analysis of the picture revealed no signs of corrosion between the motor shaft and the bearing. Thus, a ball bearing defect and a mechanical failure of the motor could be ruled out. A complaint database review was performed and identified that unit was installed since 2018 and no other similar event was reported. Based on available information, the most likely root cause of the reported error is an electrical failure of the stirrer motor. This could lead to a defect on the safety resistors for the stirrer motor on the distribution board.